Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, blood coagulation disorder, psychological disorder, local infection / subacute chronic osteitis, peri-implantitis, pain, inflammation.